Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: other bwi products were used during this procedure: lasso catheter and carto system other company¿s products: ensitew (navx, st. Jude medical& tacticathw, endosense, st. Jude medical) (B)(4).

Event description:
This complaint is from a literature source. It was reported that the patient after atrial fibrillation procedure developed a cardiac tamponade. The patient required immediate pericardiocentesis. Based on the narrative, there were no complaints reported related to catheter malfunction immediately after the procedure which might suggest that the complication was procedure related and not a malfunction of bwi product. Title: ¿circumferential pulmonary vein isolation as index procedure for persistent atrial fibrillation: a comparison between radiofrequency catheter ablation and second-generation cryoballoon ablation¿ objection: the aim of the study was to compare the single procedural outcome on a 1 year follow-up period between rfca guided by 3d mapping and cb-adva, in a series of consecutive patients undergoing pvi for pers af. The study was conducted between march 2012 and september 2013. From this report other event was reported. It was reported that -1 patient after atrial fibrillation procedure experienced femoral pseudoaneurysm requiring surgical treatment. Product smarttouch, biosense webster. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.